Event description:
It was reported the chrome is peeling off the siderail spindle.

Manufacturer narrative:
The chrome peeling from the siderails is related to the manufacturing process of the siderails at the date of manufacture. A new manufacturing process was implemented in 2005, to correct the reported issue.